Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately erratic and inaccurately high readings. On (B) (6) 2010, the sr medical surveillance specialist spoke with the patient to obtain and clarify information. On the evening of the (B) (6) 2010, the patient obtained the blood glucose readings of 76 mg/dl, 70 mg/dl, 80 mg/dl and 151 mg/dl from different sample sources on the reported meter. After the use of the meter, the patient consumed less food and/or drink. On the evening of (B) (6) 2010, the patient experienced the symptom of blurred vision, which is one of her symptoms of low blood glucose levels. While symptomatic, the patient obtained the blood glucose readings of 151 mg/dl and 185 mg/dl on the reported meter. The patient administered self-treatment with juice; she did not seek any medical attention. The patient takes insulin on a sliding scale, based on meter readings. The patient tests her blood glucose levels up to eight times per day. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she took insulin doses and consumed less food to alleviate those symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.